Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the cause of the patient symptom was not related the pump. However, the issue was resolved. The cause of the motor stall was due to recent magnetic resonance imaging (MRI). It was noted that the motor stall recovered.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity/cerebral palsy indications for use. It was reported that the patient was showing signs of baclofen withdrawal, and they were trying to either rule out the pump or see if it was the pump. The patient representative (rep) stated that the healthcare provider (hcp) could not read the logs yesterday and all the labs have come back normal and there was no growth on any of the cultures. The physician that came yesterday to check the pump showed that there was a motor stall and recovery, and it was a potential underdose. The rep was not with the patient. The agent advised the hcp to call into technical support and or to have a medtronic representative paged. The patient was tremoring, and they were giving her valium to help with this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.